Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4).

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with the result of 76 mg/dl. The expected fasting blood glucose test result range is 215 to 270 mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. During the call on (B)(6) 2017, a back to back blood test was performed fasting by the customer and produced test results of 247 and 215 mg/dl using meter type meter. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (B)(6). Customer feels fine and denies diabetic symptoms. Customer states that she has been to the doctor to verify if meter is reading properly. Doctor instructed customer to get it replaced. Customer states that she has been on different medication that has shifted her normal fasting range to 215-270 mg/dl. Customer is asymptomatic when her blood sugar is high. Customer states that there is no way that she tests 77 mg/dl at 3:44 am and then 323 mg/dl at 8:40 am the same morning. Customer is insulin dependent and is afraid that her meter is reading too low or too high at different times. Customer is concerned with both high and low results (77 and 323 mg/dl). Customer did not have control solution.